Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when patient presented in the hospital for receiving multiple shock for apparent lead noise. Lead dislodgement was suspected. Therapy was turned off and patient was in good condition. During another follow up lead dislodgement was still observed. Physician decided not to reposition them. Physician opted to put the patient on a life vest and considered implanting a sub q device. Lead helix did not retract upon discovering lead dislodgment. Lead was explanted and a new lead was implanted. Patient was stable.